Event description:
It was reported that the patient had his ambicor penile prosthesis removed because the patient was not satisfied with the deflation of the device. A 15cm cx device with 65ml spherical reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Describe event or problem. Device codes.

Event description:
It was reported that the patient had his ambicor penile prosthesis removed for unspecified reasons. A 15cm cx ams700 device with 65ml spherical reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.